Manufacturer narrative:
(B)(4). Date sent: 5/23/2024 b3: event year only reported: 2024 d4 batch #: a9dj1r additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? : no, there is no adverse consequences on the patient. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned disassembled. In addition the device was returned with the tissue pad melted not all present. Upon visual inspection, it was noticed that the blade had horizontal scratches as if it had been scrubbed with a metal pad, which is evidence of possible reuse. Due to the condition of the returned device, we were unable to tested. Due to evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude the root cause. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a9dj1r, and no non-conformances were identified.

Event description:
It was reported that during a tlh procedure the ot staff prepared the gen11 and attached hga11 then hp054 and then har36 to it. After testing the instrument the system was ready for use. While using har36 on adhesions teflon pad of the probe came out from the jaw while the surgeon was using it. The procedure was completed successfully.